Event description:
Boston scientific received information that a patient with cardiac resynchronization therapy defibrillator (crt-d) along with right ventricular (rv) lead exhibited noise being oversensed which resulted to pacing inhibition in greater than 2 seconds asystole. Further, an inappropriate shock was delivered with no therapy exhaustion was reported. Additional information indicated that the cause of these observations were not determined but suspected of a lead fracture. However, it was not confirmed through x-ray. The rv lead was surgically abandoned while the crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.